Event description:
Complainant alleged that while treating a pt (age and gender unk) the device returned a "shock advised" determination and then inappropriately shut down. Complainant indicated that the clinician obtained another device to continue treating the pt. Complainant indicated that there was no adverse effect to the pt due to the reported malfunction. Complainant indicated that while subsequently evaluating the device, an unseated battery was found. The battery was reseated and the malfunction was not duplicated.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.